Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose coupler, internal connector noise, contact corrosion, and connector water leakage based on the results of the investigation, and since the device malfunction of poor image quality was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. For the additional reportable findings, based on the results of the investigation, it is likely the following led to the malfunction: probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or mechanical problems such as leakage or seal deformation. The most probable is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor image quality and a loose scope connector. The issue was found during inspection for use. There were no reports of patient involvement.